Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01966.

Event description:
It was reported that the patient underwent a revision procedure due to instability. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with radiographs received. Radiographs were provided and reviewed by a health care professional. Review of the available records identified findings of the reported issues with no complications during the procedure. Mmi review: suspected small focus of acetabular osteolysis but not confirmed, minimal liner wear. A review of the device history records identified deviations or anomalies during manufacturing, however, the deviations or anomalies would not have attributed to the event root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a revision procedure due to instability. Previous to the revision surgery, the patient experienced multiple dislocations that were resolved without surgery. Attempts have been made and additional information on the reported event is unavailable at this time.